Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. We were unable to perform the displacement test due to missing segments. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. The insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the father called about his son's insulin pump, and how they had difficulty seeing the menu. It was reported that the crack is behind the screen. The customer's blood glucose level was reported to be 180mg/dl. The customer was advised the device was out of warranty, but it was reported that the customer is being sent out a loaner pump. The device is being returned for analysis.